Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A tech reported that a patient presented with stage two diffuse lamellar keratitis (dlk), one day following lasik surgery. An oral steroid was prescribed and topical steroid dosage was increased to treat the event. The patient reported his eyes felt scratchy. In a follow up, the tech reported the event has resolved. No further info is expected. There are two medical device reports associated with this event. This report is for the right eye.